Manufacturer narrative:
Device has been requested but not received. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patients eye. Additional information was requested, but not received.

Manufacturer narrative:
Additional information: d4, g3, h2, h6, h11. The device was not returned for evaluation. A review of device history record (DHR) did not identify any anomalies or non-conformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.